Event description:
It was reported that they were editing an image and the system locked up, causing the patient to be re-exposed. This caused them to reboot the system. After rebooting the system was working as intended.